Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, the pulse generator was found with a pocket decubitus. The necrosis of the tissue was relevant, and at an advanced stage. The left ventricular lead was damaged and was no longer in use. The entire system was explanted, and no further adverse effects were reported. The leads involved in the event were non-bsc products. The device is not expected for return.